Event description:
Vns pt had passed away. It was reported that the pt had two seizures within less than 24 hours, and was found by family member the next morning with emesis and frothy bloody fluid around their mouth and on the bed linens. It was reported that the pt experienced a >50% reduction in seizures with the vns therapy and that the pt was receiving vns therapy at the time of death. Device settings were increased three days prior to death. Autopsy results are pending, but the pt's family member indicated that the pt died from a neuromuscular disorder called angelman's syndrome. Device diagnostic testing was performed three days prior to the pt's death. The lead test resulted in a dc dc code of 2 which indicates proper device function. Treating neurologist indicated that the vns therapy system was not related to the cause of death.